Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 mg/dl and was subsequently hospitalized; cause was unknown. The customer declined to provide additional information regarding the issue.